Manufacturer narrative:
H10 ?device evaluation: one level 1 hotline disposable was returned for investigation in used condition. The product was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. No abnormalities were observed. A leak test was performed and the reported leak was verified. The product problem was attributed to a manufacturing issue. This was established as the root cause.

Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported that the patient end connector in the level 1 hotline disposable leaked. This product problem was observed while the tubing was being set up. There was no patient involvement.